Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power events was confirmed via the log file analysis. The mobile power unit (mpu) (serial number: (B)(6) ) was not returned for analysis; however, two log files (d2230916 and 20240304_103339) were submitted for review that showed overlapping events spanning approximately 14 days (21sep2021, 01jan2000, 01mar2022, 22feb2024 - 04mar2024 per timestamp). Events occurring on 21sep2021 were recorded during the manufacturing procedure. The driveline was connected to the system controller on 22feb2024 at 13:53:31. A no external power alarm was active on 03mar2024 at 20:09:17. These alarms occurred while connected to the mpu and appear to be caused by a loss of a/c power. The backup battery provided power to the system during these events. The alarms cleared once external power was restored to the system controller. Pump operation was not affected. There were no other notable alarms. Additional information provided on 05mar2024 stated that the mobile power unit has a v-lock connector, the cause for the loss of power is unknown, and mobile power unit was not exchanged and therefore would not be returned for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the mobile power unit (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 28feb2023. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that 1 low battery hazard alarm occurred on (B)(6) 2024 at 8:09 am while tethered to the mpu. The alarm appeared to be caused by a brief interruption in power to the mpu. It was noted that the mpu had a v-lock connector on the ac power cord. The ac power cord remained in the wall outlet and the back of the unit. There were no environmental circumstances that affected ac power at the time of the event. There were no alarms since the driveline repair.